Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "it was a hip revision and they removed a liner and shell and the actually liner was broken and there was wear on the acetabular shell. Femoral head was a (B)(4)."